Event description:
Customer reported that his sensor readings were off. He stated that the readings were off by 100 points. The customer's blood glucose was 151 mg/dl. Troubleshooting for his transmitter found it was functioning properly. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.